Event description:
It is reported that the device was implanted in 2009. The patient apparently stepped awkwardly and twisted her knee and felt a pop and could not walk or bend her knee the following month. X-ray revealed femur on tibia with the poly disengaged from the tibial component. Patient was revised in the same month, and a new polyethylene component was implanted.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 1 month. The known patient demographics at the time of the revision were female, right knee, large build, and low activity. The relevant patient history provided on the product experience report is that the patient is morbidly obese. The articular surface was returned for evaluation. The device was badly damaged and could not be measured to confirm it met print specifications. X-rays were not provided for review, however, the per states that the x-rays indicated the tibial baseplate and femoral component were in contact prior to revision. This supports the per that the articular surface disengaged from the tibial baseplate. In addition, the damage to the articular surface is concentrated on the posterior distal surface and on the spine of the articular surface. The damage likely occurred after disengaging with the spine being bent from the femoral component resting on it, and the backside of the articular surface was likely bent and marred from interactions with the tibial baseplate after disengagement of the articular surface. The locking mechanism was likely damaged significantly after disengaging. The articular surface most likely disengaged when the patient twisted her knee. The loud "pop" that the patient felt was most likely the polyethylene portion of the locking mechanism disengaging. The device most likely disengaged due to traumatic forces incurred by the patient when her knee twisted. Evaluation: device history records indicate all components were manufactured and inspected to specification.